Event description:
It was reported that the during the implant procedure, the stylet could not be advanced in the lead body. The lead was no longer used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun